Event description:
At 0530, noticeable, the infusion line attached to the luer-lock of ultraflex was detached fully. Immediately, I tested my blood glucose and the level was 140mg/dl. Brought to my attention was notice for urgent product recall pertaining to ultraflex infusion sets. I spoke with rep at disetronic, he was very helpful and discussed the problem that I had in detail. He will send me a mailing container where the defective item will be sent back to disetronic for further analysis and investigation. Additional action taken by rep will involve mailing a replacement set and the potential for engineering to follow up with a phone call. I briefly mentioned to rep that should disetronic/roche require assistance with their investigation (documentation, questionnaires, data, assisting in house legal staff etc.), to please contact me.